Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did move intuitively with full range of motion in all directions. However, the grips did not close properly during in-house testing on the system. The grip tips move in the expected direction, but the motion is non-exact. The grip tips were unable to open off the system when the grip open lever was manually actuated. No failures were observed during log review. Functional tests were unable to be performed due to the inability of the grip tips to close fully. No recognition failures were observed during log review or during in-house testing. Further evaluation of the synchroseal instrument found it had a dislodged grip ring when the housing was removed. As a result, the grip tips were unable to open and close properly. The grip tips were unable to open when the grip open lever was actuated off the system. The instrument was found to have a dislodged set screw, likely causing the dislodged grip ring. The set screw was found attached to the magnet on the chassis when the housing was removed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the branches of the synchroseal instrument did not open properly, and the button for cleaning was without function and the instrument was not recognized at the beginning by the system. After an arm change, the instrument worked with limited function. The procedure was completed with no patient harm and the instrument was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm and the instrument was not used on the patient.